Event description:
It was reported the patient received an inappropriate shock due to electromagnetic interference. At the time, patient was near a dog fence and dog collar. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.